Event description:
It was reported that the akreos adapt ao was implanted in 2009. The pt then underwent retinal detachment surgery in 2010 in the same eye. In february 2012 the pt presented with blurry vision. The surgeon found that the lens had opacified. The lens was exchanged in (B)(6) 2012. Additional info has been requested but has not been received.

Manufacturer narrative:
The lens has been requested but has not been received by b+l. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of this investigation.